Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device was explanted and it is unknown if it was replace. Device will not be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d4, g4, h4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma-late.

Event description:
Patient reported left side "capsular contracture, baker grade unknown, hardness, and liquid around implants observed via ultrasound". Device remains implanted.